Event description:
Received mislabeled product. Item: 32007692, padding cast sterile 2"x4yds, mf# 9062s manufacturer response for padding cast sterile 2inx4yds 9062s, bsn medical (per site reporter). No response yet - sent product back on [date redacted].